Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The phenomenon did not reproduce. It is speculated that the power supply was cut off due to a temporary malfunction of the internal power supply of the subject device or due to the use exceeding the total power value of the trolley.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; this phenomenon was not duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The customer reported that the device sometimes suddenly turns off. There was no report of patient injury associated with this event.